Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the evaluation of the received ar-3600d with batch 15356252 revealed that an unknown drill bit was stuck inside of the drill guide. Approximately 15mm is protruding from the distal end. The drill will not spin within the drill guide, it is cold-welded (see evaluation pictures 1 - 3). The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
It was reported that during a shoulder arthroscopy the wire and drill guide got cold welded. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.